Manufacturer narrative:
This report is being submitted to correct section: type of reports. Follow up no. 2 was inadvertently reported under type of report, the actual report is follow up no.1.

Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. However, the di portion is provided. A1: patient identifier -(B)(6). The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the manufacturing record and shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. H3 other text : device has not been received

Event description:
The user facility reported a separation issue with the glide cath. The following information was provided by the user facility: the physician was advancing the glide catheter when it separated; a snare device was used to retrieve the catheter from the patient; there was no injury to the patient; the procedure was completed successfully; and the patient is recovering. Additional information was received on 05/21/2017. The doctor was able to remove the broken piece from patient. There was a wire within the catheter when it broke, the reporting nurse was not sure what wire. There was no blood loss because they used a snare endo vascular to retrieve product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a retention sample from the reported product code/lot number combination. Visual inspection revealed no anomalies or defects. Magnifying inspection revealed no anomalies. Inspection of the lumen at the hub and at the distal end revealed no anomaly. The state of the wire braiding was evaluated under x-ray fluoroscopy and revealed no anomaly. The outside diameter of the sample was measured and confirmed to meet manufacturer specifications. The resistance of the shaft against bending force was evaluated and confirmed to meet manufacturer specifications. The tensile strength was determined by a load measuring machine and confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.